Event description:
It was reported that (1) al326 was used during a evh procedure. It was reported by the rep that a note was left on al326 stated "product would not fire". It is unknown how the case was completed. There was no consequence to pt.